Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after experiencing a syncopal episode. The lead exhibited loss of capture and loss of sensing. A x-ray image displayed that the lead was dislodged due to twiddler&#38112;syndrome. The lead was extracted and replaced. The patient tolerated the procedure well and will be followed up normally.